Event description:
Reporter alleged blood glucose results were 528 mg/dl back to back with a result of 597 mg/dl however customer had no symptoms of high blood glucose so went to the hosp as a result. It was stated hosp measured glucose to be 167 mg/dl when testing was performed 10 mins later. Reporter stated no actions were taken and no treatment was received as a result. A request was made for the return of the suspect product replacement product was sent.